Event description:
It was reported that the patient's "system became infected and the infection was around the hardware." The patient further reports that the infection started "as a blister below the surface of the skin, but then the system became infected." The system was explanted in 2007. The patient also reported that the therapy did work and provided about "ninety percent pain relief" prior to explant and he may be considered for re-implant in the next three to six months.